Event description:
It was reported that (B)(6) presented to my office with complaints of symptoms in her right knee. She is a recipient of the eius hemiarthroplasty, which was recalled. The pt required eval and radiographic imaging. I believe that her component is intact with no evidence of failure at this time. I do not anticipate that she will require further intervention for this in the future.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.